Event description:
It was reported that the rv (right ventricular) pacing impedance was fluctuating from 544 to greater than 3000 ohms and capture threshold was "very high." A new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.